Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported a "start-up failure" occurred after system start-up. The procedure was completed by using a different navigation system. No complications were reported/anticipated. The issue resulted in less than one hour procedure delay. There was no known impact to the patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4), ubd: na , UDI#: (B)(4).

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The hardware investigation found that the reported event was related to a hardware issue. The computer boots normally to the application screen. The computer booted multiple times during burn-in testing. The installed applications all start and run normally. If information is provided in the future, a supplemental report will be issued.